Event description:
It was reported that the patient experienced blood glucose (bg) of 35mmol/l and was transported to the hospital for treatment. There were no reported signs or symptoms of hyperglycemia. The patient was said to have been treated and released the same day. The reporter noted that the patient said that similar events happened previously but no details are available. The reporter stated that the patient changed the cartridge, insulin, and infusion set prior to treatment at the hospital and bg did not improve. The reporter reviewed the pump and confirmed that all settings were correct, delivery history appeared accurate, no associated alarms were in the history, and prime history was appropriate. Although, there was no evidence of a pump malfunction or defect, the patient said that the pump cannot be trusted; the patient requested and received a replacement pump. The patient was said to be doing fine on the new pump. This complaint is being reported because of the patient allegation that the pump caused or contributed to the reported hyperglycemic incidents. The possibility of use error cannot be ruled out.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with scratches on the display lens and no other physical damage. The pump powered up and displayed the verify screen as expected. The alarms and prime/re-wind features were fully functional. The pump was tested on a 29-hour flow accuracy test and was found to be delivering within specifications. Daily insulin delivery totals were reviewed between (B)(6) 2012 and end of use on (B)(6) 2012; the patient event was said to have occurred on (B)(6) 2012. They correctly reflect the user's programmed rates and settings. No insulin delivery or pump defects were discovered. All programmed boluses on the day of the event were delivered with audio bolus feature. The patient did not use the advanced feature settings on the pump to calculate the bolus amounts. The pump history indicated multiple bolus deliveries and corresponding occlusion alarms on the day of the event. The user primed the pump 8 times on (B)(6) 2012. It is not known when or if the patient replaced the cartridge and/or infusion set during this time period as is recommended.